Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received power error detected due to j6 connector resistance issue.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a recurring power error detected alarm. The patient¿s blood glucose level was unknown at the time of the incident. The device was expected to be returned for analysis.